Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was one episode that the device may have classified as supra ventricular tachycardia (svt) and withheld inappropriately for a true ventricular tachycardia (vt). The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.